Event description:
It was reported that the right ventricular (rv) lead was surgically repositioned due to high pacing threshold. X-ray showed no significant changes in lead position. A body turn was performed on the lead, but it felt like it was caught on the pulp and difficult to remove. The traction was abandoned and a new lead was placed. This rv lead remains implanted. No additional adverse patient effects were reported.